Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6), 2011 to remove excess skin from around the implant site. The implanted device remains. A longer abutment was installed during the same surgery.